Event description:
Per the clinic, the patient experienced loudness and nerve pain around the implant site that has not responded to the steroid shots (date not reported). The device was then explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.